Event description:
It was reported by the patient that the patient experienced adverse event while having the lap band implanted. The gastric band slipped and it was tight around patient's stomach that it was embedding itself into patient's stomach. An emergency surgery was performed to remove the gastric band. The patient was admitted with critically low potassium level. The gastric band was removed in (B)(6) 2022 after having it implanted for 5 years.

Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, no response was received from the patient. No information available regarding the product that was involved. The patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.